Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. Product event summary: analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant da mage. Electrical testing found the continuity was complete in the distal conductor. Electrical testing found the continuity was complete in the proximal conductor. Electrical testing found the continuity was complete in the proximal conductor. The full lead was returned. The full lead was returned for evaluation. More than one set of set screw marks were noted on the connector pin(s). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to healthcare facility due to pain with slightest touch at the implantable pulse generator (ipg) implant site. Evaluation of patient revealed elevated white count. The patient later presented to emergency department due to left upper extremity pain and immobility. Evaluation revealed implantable pulse generator (ipg) pocket infection. The patient was administered antibiotic treatment and transferred to different facility for system explant. The ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Electrical testing found the continuity was complete in the distal conductor. Electrical testing found the continuity was complete in the proximal conductor. Electrical testing found the continuity was complete in the proximal conductor. The full lead was returned. The full lead was returned for evaluation. More than one set of setscrew marks were noted on the connector pin(s). If information is provided in the future, a supplemental report will be issued.